Manufacturer narrative:
The DHR of product code: 283913000. Lot : 298997. It was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: 14.01.2021 qty: (B)(4) visual inspection: the confidence kit, no needles (p/n: 283913000, lot #: 298997) was returned and received at us customer quality (cq). Upon visual inspection, only confidence pump assembly, the cement reservoir was returned from the kit. The cement was hardened inside the cement reservoir and there was sterile water inside the pump. No other issues were identified with the returned device that could impact the device functionality. Functional test: a complete functional test could not be performed due to the solidified cement. However, when the handle was twisted to transfer the sterilized water through the connector, the sterilized water was being transferred to the proximal side of the confidence pump body above the piston tapered nut. The connector component was functioning as intended but no sterilized water was able to pass through the connector due to this internal leakage. Can the complaint be replicated with the returned device? Yes. Dimensional inspection: a dimensional inspection was not performed as the internal components of the pump and the connector were inaccessible without destruction of the device. Document/specification review: the current and manufactured revision of drawings were reviewed: confidence, final packaging assembly, confidence pump assembly, confidence pump body assembly, confidence pump piston assembly. Complaint confirmed? Yes. Investigation conclusion: the complaint condition was not confirmed for the confidence kit, no needles (p/n: 283913000, lot #: 298997). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There is a possibility the cement may have solidified prematurely due to the manner with which it was stored and other environmental factors that might have an impact on the cements setting time. The confidence spinal cement system kits instructions for use states that the cement should be stored unopened in its original packaging, in a dry, clean place away from light, at a maximum temperature between 41¿ f (5¿ c) and 77¿ f (25¿ c). Working time at operating room and material temperature of 20 degrees celsius is 9 minutes. The handling characteristics and setting time can vary if the product has not been fully equilibrated at 68¿ f (20¿ c) before use. The unopened product should be stored at 68¿ f (20¿ c) for a minimum of 24 hours before use. No other potential defects were observed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, fluid was leaking from the pump. The physician used another one product the same type. Procedure was completed successfully with no delay. There were no consequences for the patient. This report is for a confidence kit, no needles. This is report 2 of 2 for (B)(4).